Event description:
It was reported the case is cracked, belt clips are missing, and ports are broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; upper case, lower case, and output connectors are broken and side bails are missing. Analysis also found the battery release and lead flex cover are contaminated. Side bail covers and ring are missing. Ring cover and battery drawer are broken. Battery contacts are compressed. (B)(4).